Event description:
It was reported the switch emitted sparks.

Manufacturer narrative:
The user reported that the switch sparked. Further investigation revealed that the switch had sparked significantly inside the flame-retardant housing but the energy was contained inside the housing with no exposure to the user. The sparking inside the housing is normally a symptom of component failure however there is evidence that suggests the unit may have been plugged into a 220v power source. The switch supplier has enacted several corrective actions to improve the design.